Manufacturer narrative:
Upon examination of the returned components it was determined that the blood sampling valve (bsv) was defective. The cause of the errors was the blood sampling valve (bsv) was defective.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse replaced the diluter 2 card which fixed the probe errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed probe wipe errors from a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.